Event description:
It was reported that the 9800 system locked up and shut down during a case. Also the wig wag brake was loose. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative was performed an on site investigation. The ps2 power supply and the wig wag brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.